Event description:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation of device is shutting off, humidifier not working and not reaching the pressure. There was no report of serious injury or harm. There is no medical intervention was specified. The device was returned to the third-party service center. And observed the 1149563-431 dreamstation2 blower - wet, 1149561-431 ds2 blower outlet seal/isolator kit - wet, 1149569-431 dream station 2 blower box kit - wet, 1142687-431 ds2 reusable pollen filter - by service 1149612-431 dream station 2 auto CPAP advance w/modem, dom, pca burn. The customer complaint was reproduced. There were multiple errors has been identified. The device was scrapped.